Event description:
Pt felt loss of restriction with several subsequent ineffective fills. Physician could not see leak under fluoroscopy, however surgery to replace port has occurred. Device was discarded.